Manufacturer narrative:
It was reported that following insertion the patient experienced pain, urinary problems, dyspareunia and other. (B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent exploratory laparotomy with/ bso and bilateral excisions of hydrosalpinx, extensive lysis of adhesions, abdominal incisional hernia repair, scar revision, burch retropubic urethropexy and culdoplasty due to persistent left ovarian cyst with abdominal incisional hernia, worsening sui, symptomatic bowel prolapse, hypertrophic, extensive adhesions and bilateral hydrosalpinx.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.